Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/06/2018. Philip's product support engineer (pse) troubleshot this issue with the customer over the phone. The fan pushpins were reportedly missing. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the ventilator blower was overheating. The ventilator was not in use on a patient at the time of the event, therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 02jan2019. The customer reported that the reported condition could not be duplicated. The customer reported this was an issue with a particular patient that had a very rapid respiratory rate. Although requested, the information regarding the patient was not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.